Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2010. It was reported the patient is experiencing a shocking sensation with movement. The patient had stopped using the scs system approximately three weeks ago due to an unrelated surgical procedure and advised that he did not experience the shocking sensation prior to that time. An sjm representative met with the patient and was able to resolve the issue with reprogramming.